Event description:
It was reported that, "adhesive on mma liquid had failed causing outer package to be open, therefore not considered sterile. They used other cement from same lot code with no complications."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.